Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their insulin pump alarmed with a second motor error within a month. The customer's blood glucose level was unknown at the time of the incident. Customer reported they are unsure if the drive support cap is protruded, loose, sticking out or flushed. Insulin pump has not been exposed to high magnetic fields. Customer was able to successfully clear the alarm. The insulin pump will be returned for analysis.